Event description:
It was reported that a malfunction occurred on the pump, with no notable events happening beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.